Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2012 (B)(6); pouch model: 8590-1, lot# n201723, implanted: 2009 (B)(6), explanted: 2012 (B)(6). (B)(4).

Event description:
It was reported that the pump "failed" and was replaced. It was stated that patient had experienced an increase in spasticity. At the time of pump replacement healthcare provider (hcp) found fluid in the pump pocket. Drug delivered via the device was compounded baclofen 500mcg/ml ,175mcg /day. Following replacement patient was programmed down to 24 mcg/day dose. It was later reported that a dye study was done that showed good flow and catheter intact. The fluid was tested and it was negative for gram stain, unknown what the fluid was. The hospital did not have the explanted pump and reporter did not know where it was. It was stated that following replacement the patient responded positively for about six weeks, and then started having increase in s plasticity again (this event has been reported in manufacturer report # 3004209178-2012-04701).